Manufacturer narrative:
Reported event: an event regarding revision surgery involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following device was also listed in this report: c-taper lfit inter head; cat#s-1400-hh82; lot#40284401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's left hip was revised. Patient complaints, pre-operative diagnoses, intra-operative findings were not reported to the rep. A head and liner were exchanged.